Manufacturer narrative:
Due to character limit in block e1, (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during an in-house inspection prior to use, the cardiosave intra-aortic balloon pump (iabp) displayed fault 139 when the power was turned on. No patient was involved.

Manufacturer narrative:
Updated fields - b4, d9(return to mfg date), g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11. Corrected field - h6(medical device ¿ problem code) a getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced the power management board (0670-00-1162) and the executive processor board (0670-00-0770). All functional and safety checks were performed to meet factory specifications. The failure analysis and testing dept. Received part number 0670-00-0770 and 0670-00-1162 with a reported unit failure of a fault 139 when powered on. The fat performed a visual inspection and found the parts to be in good condition. The fat installed the parts individually and together in cardiosave test fixture serial number (B)(6) and tested the part to factory specifications per the cardiosave service manual part number 0070-00-0639 revision r. No faults or errors were found during testing. Retaining the parts in the failure analysis and testing department per procedure number 0002-07-d008 rev. Au. Root cause: serial data from the power management board is sent while the executive board is still powering up. Most of the time the executive board can deal with the excess serial data without incident. However, in the failure case the executive board throws an error that is not handled correctly and causes the unit to go into system failure.

Event description:
N/a.